Event description:
Lab evaluation was conducted on the 24 jan 18 and this event is not a reportable event. This report was submitted as FDA MDR reportable conservatively based on the device malfunction "needle kinks proximally (below the sliding sheath adjuster)" . However based on the laboratory evaluation no needle kinking was noted. This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report.

Manufacturer narrative:
510(k) number: k142688. (B)(4). Exemption number: e2016031. (B)(4). Lab evaluation was conducted on the 24 jan 18 and this event is not a reportable event. This report was submitted as FDA MDR reportable conservatively based on the device malfunction "needle kinks proximally (below the sliding sheath adjuster)" . However based on the laboratory evaluation no needle kinking was noted. This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report.

Manufacturer narrative:
The 510(k) number: k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
On the second pass the doctor pointed out the bend of the needle at the handle end. The second and third pass became more difficult to attach and detach. By the fourth pass he was unable to attach the needle. He finished the case with a 22g procore needle.